Event description:
It was reported that a polaris ultra ureteral stent was used in a procedure. During the procedure, it was found that the stent was contaminated. There was no information on what have completed the procedure and there were no known patient complications reported. Note: this report pertains to one of the four polaris ultra ureteral stent used in the same procedure.

Manufacturer narrative:
Block h6: device code a020503 captures the reportable event of contamination of seal compromised.